Manufacturer narrative:
B3: date of event: was not provided. D6a: date of implant: was not provided.

Event description:
It was reported that aneurysm occurred, requiring surgical intervention. In 2020, three eluvia drug-eluting vascular stents were selected for use in an endovascular therapy (evt) procedure to treat a right superficial femoral artery (sfa) occlusion. Seven months after the procedure, a halo sign with a blood vessel diameter of 12 mm was observed. Eleven months after the procedure, pain in the right thigh was observed, and aneurysmal degeneration with a blood vessel diameter of 20 mm rapidly expanded. However, two months later, there were indications of re-aggravation, and the decision was made to perform surgical resection of the aneurysm and right cfa-sfa bypass.